Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with blood glucose of 400 mg/dl on (B)(6) 2021. It was not stated how the customer was treated at the hospital for high glucose value. Customer was using insulin pump for 48 hour prior the incident. The auto mode feature was active at the time of incident. Troubleshoot for high blood glucose was denied. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.